Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 486 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, vomiting and shoulder pain. As treatment, the customer administered a bolus of 3.65 units of insulin. While in the ambulance the patient was given anti nausea medicine. Once at the hospital the patients pod was removed and the patient was given an insulin drip and antibiotics. The patient is still currently in the hospital during this call being given insulin manually. The pod will not be returned as it has been discarded.